Event description:
The blade was used during laparoscopic ventral hernia when it broke off. Opened the patient but could not find the blade. An x-ray was done and they were still unable to find the blade. The patient was closed and the family was informed the blade could potentially be inside the patient.